Event description:
Ous MDR. After good intraoperative measurement values, the pacemaker showed ineffective pacing immediately post-operatively, in the follow-up. The revision the next day, at first confirmed the good intraoperative measurement values of the lead. Therefore, the pacemaker was exchanged. However, it showed the same symptoms after being connected. Then the lead was replaced.